Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: bi-500-01145 o-arm (B)(4). A medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. Fdm (B)(4) are applicable to the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that while attempting to perform a long film x-ray, the imaging system would take anterior posterior (ap) images and save memory positions. However, while in long film, the system acted like it would start and but then it would never start to scan. The system was giving a message to adjust memory positions. The x-ray technician tried again and the same result was seen. The user aborted the long film images. There was a 10 minute delay to the procedure. There was no impact to patient outcome. There were 2 unused fluoro spins. There was a patient and an x-ray technician in the room for the unused spins.

Manufacturer narrative:
H3: a software analysis was initiated. It was determined that the event was due to user workflow error. H6: b01, c19 and d14 apply to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.